Manufacturer narrative:
(B)(4).

Event description:
Procedure type: total extraperitoneal (tep) hernia repair. According to the reporter: during use on patient while inflating the balloon, it broke. There was 23cc of air injected. Using the new one the case was completed with no problem. No patient harm. Operating time extended: less than 30 minutes. Tissue damage: no. Nothing fell into the cavity. No bleeding.